Manufacturer narrative:
A ge service representative performed an on site investigation. The ps 1 power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The connections and connectors to the rtos and gpos assemblies were evaluated and then reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.